Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips filed service engineer (fse) inspected device and observed that the system showed a blue screen and failed to boot. After reviewing log, fse found host pc did not startup in the previous system. To resolve the problem, fse substituted the hard disk drive in the host pc with a component sourced from local inventory. After replacement of host pc hard disk drive, the system returned to use in good working order. The codes were updated based on the investigation outcome.